Event description:
It was reported that post-meal glucose elevations persisted longer than expected while using the ilet system, and discussion with the reporter focused on meal announcements and potential missed meal announcements as a usage issue. Troubleshooting and education on proper meal announcement practices were provided. Symptoms included hypoglycemia and hyperglycemia ranging from 42 mg/dl to 342 mg/dl. Outcomes included minor injury of hypoglycemia and no lasting health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure related to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.